Event description:
The customer reported to beckman coulter that there was a reagent fluid leak of approximately 3 ml from the coulter ac t diff 2 analyzer while running controls. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and protective eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) assisted the operator in resolving the issue by phone. The operator reported to the fse that they found that a vacuum line going into waste chamber had creased. The operator was instructed to reposition the vacuum line, resolving the leak issues. The customer also reported issues with differential control results, which the fse attributed to possible degraded controls and a new set of controls have been ordered. The customer was contacted on (B)(4) /2013 and reported that the previous controls had generated voteouts on differential controls this indicates that there was no instrument malfunction. The new controls were received by the customer and generated results that were within specifications. Failure mode was related to a crease in the vacuum line connected to the waste chamber. (B)(4).